Event description:
The pt reportedly experiences ongoing intermittency between the external equipment and the cochlear implant. Programming changes were made, and external equipment has been exchanged. The issue was not resolved. Device revision surgery will be scheduled.